Event description:
This MDR covers two procedures done on the same day at the same hospital. Two different pts and surgeons were involved. Because two models of fast-fix were used, and because the model of device or lot number is not known, no definitive conclusion can be made. One pt had the procedure completed with another fast-fix device, and the other pt had a meniscectomy. Sales rep who was present at the case stated that the meniscectomy was not a result of fast-fix damage to the meniscus. It was reported that no pt injury resulted.